Manufacturer narrative:
Investigation in progress. Device remains implanted.

Event description:
It was reported that the patient underwent partial right hip arthroplasty on (B)(6) 2017. Subsequently, on (B)(6) 2016 it was reported that the patient had a hip dislocation. Patient was treated with closed reduction. Tm revision shell is the only tmt design controlled part.

Manufacturer narrative:
Clinical retrospective study 530 reported that the clinical patient underwent a left hip revision surgery on (B)(6) 2016 due to periprosthetic fracture with subsequent dislocation one month later. Patient was treated with closed reduction on (B)(6) 2016. Subsequently, patient reported severe hip pain and extreme difficulty performing daily activities at 5 months follow up visit form ((B)(6) 2017). Tm revision shell size 58mm is the only tmt design controlled part. As stated in "summary of imaging review", the femoral head component is eccentric within the acetabular cup, with apparent polyethylene liner thinning/wear superolaterally. The femoral head component is not deeply seated within the acetabular component and acetabular cup anteversion may be excessive, which are risk factors for dislocation. Bones are markedly osteopenic. As noted in ¿historical record¿ patient had previous revision surgery on (B)(6) 2012, when tm revision shell was implanted. The shell was not revised during (B)(6) 2016 surgery and remains implanted. It was also noted that ¿the reported pain and unable to perform adls/usual activities/stairs during the post-operative period of 5 months, is not an abnormal finding. This patient would be expected to have a longer duration of recovery due to procedure was a revision from periprothestic fracture, then complicated by dislocation¿. In conclusion, the investigation could not verify or identify any evidence of the tm revision shell contributing to the reported dislocation, pain, discomfort, dysfunction and soreness. No corrective actions, preventive actions, or field actions resulted after investigation of this event. In conclusion, the investigation could not verify or identify any evidence of the tm revision shell contributing to the reported dislocation, pain, discomfort, dysfunction and soreness. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Based on the investigation results, it is not suspected that the tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of tm revision shell contribution to the reported problem. No further action required; however, should additional information be received, this report will be updated.